Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the dirt on the light guide lens, the cause was due to damage of parts due to wear, deterioration, deformation, or some kind of physical stress. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The ultrasonic bronchofibervideoscope was returned to the service center due to a reported water leakage. This does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center. During inspection of the device, dirt on the light guide lens was found. There was no patient involvement.